Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 13-aug-2024. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the complaint device was returned for evaluation. Visual inspection was performed on the suspect product. The plunger rod was found fully retracted and the lens was stuck in the mouth of the cartridge with the leading haptic not folded. Viscoelastic residue was distributed through the length of the cartridge and was observed on the outside of the lens module. The lens module was inspected, and no damage was identified, viscoelastic residue was in the lens module which may have contributed to the complaint event. The device assembly was inspected and presented with no issues. However, viscoelastic residue was identified below the lens module indicating an excessive amount may have been used. The lens was removed and cleaned presenting with no issues. No further evaluation was performed. Functional testing was performed, and the device performance was within specifications. The reported issue could not be confirmed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) was defective, it remained stuck inside the injector. The issue was first identified during implantation / application. Through follow-up we learned the haptic appeared fractured. There was no contact with the patient's eye. Directions for use for the device were followed, the physician is familiar with the simplicity delivery system. The back-up lens was implanted and the patient is reported as fine. No further information was provided.